Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer mistakenly turned on pump exercise mode instead of sleep mode. Tandem technical support assisted customer in turning off exercise mode and turning on sleep mode and advised customer to consult with their healthcare provider regarding settings adjustments. Customer's blood glucose level was 185 mg/dl.